Event description:
The patient was recovering from hysterectomy surgery and was using the pump for pain control. It is alleged that the administration set became detached from the pump. It was theorized by the reporter that this was due to the locking key having been rotated back toward the unlocked position as it was removed from the locking mechanism. The patient is alleged to have experienced an unregulated gravity infusion. The reporter admits to having neglected to install the required anti-siphon valve on the administration set. The patient has reportedly "recovered well".